Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple intermittent minimum fill messages. Reportedly, the cartridges were filled with 200 units of insulin. On (B)(6) 2016, the customer reported a blood glucose level of 97 mg/dl. The customer was able to load a new cartridge successfully.